Event description:
It was reported that a brake malfunction occurred. The target lesion was located in the very calcified left anterior descending artery. A 1.50mm rotapro was selected for use. During preparation, the rota was turned on to adjust the burring speed, but when the dynaglide button was pushed, the rotation did not stop. Despite this issue, the burr was inserted into the patient and atherectomy was attempted. The issue persisted and the rotawire was also moving up while the burr was rotating, indicating that the brake function was not working. The physician pressed the brake defeat button many times and managed to stop the device from activating. The burr was removed manually together with the rotawire and the procedure was completed with an alternative method. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection did not identify any damages or defects. After destructive testing was performed, it was found that the brake collet was corroded, indicating the presence of dried saline within the device. Note: the collet is a component within the advancer brake that is designed to use air pressure from the console to grab and hold the guidewire during the procedure and to release it when the brake button is pressed. The collet is made of an aluminum alloy which is very stable in ph neutral water but will corrode in either acidic or alkaline conditions, which includes saline. The rotapro advancer was connected to the rotapro control console system. The device reached and maintained optimal speed. The ablation button was able to turn off and on without resistance or issue. During functional testing, the dynaglide mode change button, the dynaglide momentary on button, and the ablation button were tested and when pressed were found to respond with no resistance or issues. While in dynaglide mode, the brake defeat button was pressed and failed to perform properly; the rotawire had no movement. The presence of dried saline likely interfered with the brake defeat performing properly during analysis.

Event description:
It was reported that a brake malfunction occurred. The target lesion was located in the very calcified left anterior descending artery. A 1.50mm rotapro was selected for use. During preparation, the rota was turned on to adjust the burring speed, but when the dynaglide button was pushed, the rotation did not stop. Despite this issue, the burr was inserted into the patient and atherectomy was attempted. The issue persisted and the rotawire was also moving up while the burr was rotating, indicating that the brake function was not working. The physician pressed the brake defeat button many times and managed to stop the device from activating. The burr was removed manually together with the rotawire and the procedure was completed with an alternative method. No patient complications were reported.